Event description:
It was reported that the farawave pulse field ablation catheter could not irrigate properly in flower configuration. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), the catheter was prepped and inserted into the left atrium. After successful treatment of the left inferior and left superior pulmonary veins, the device was moved to the right superior pulmonary vein (rspv). The rspv was treated in the flower configuration, when the irrigation pump alerted to no flow. The pump, tubing and stop cock were examined and confirmed to be fully functioning. Upon withdrawal of the catheter, only dripping was observed at the distal lumen when in basket shape. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been disposed of and is unavailable for return analysis. It was further reported that there was no difficulty deploying or undeploying the catheter. The issue occurred with the flushing lumen.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed after the procedure; therefore, an analysis of the complaint device could not be completed. Ultimately, the root cause of the difficult to irrigate cannot be confirmed. If there is any further relevant information, a supplemental medwatch will be files.